Manufacturer narrative:
The companion 2 driver has been returned to syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm. The patient was switched to a backup driver and there was no reported adverse patient impact.

Manufacturer narrative:
Visual inspection of internal and external components found no evidence of damage or abnormalities. The driver passed incoming functional testing requirements. Patient and alarm data files were reviewed; the driver recorded a system malfunction alarm and incorrect vacuum alarm confirming the customer reported issue. Additional testing was performed to replicate the issue. The driver was set to the customer settings reported a system malfunction alarm occurred with loss of both vacuums. The customer reported issue was both confirmed and replicated. The root cause of the system malfunction alarm is the inability of the vacuum blowers to operate in the lower end of the vacuum range setting per the specifications. This issue is being addressed per companion 2 vacuum blowers CAPA. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. Ce 5160 (B)(4) follow-up report 1.